Event description:
Allegedly, during a laparoscopic cholecystectomy, a minor complication occurred. There was found to be a hole in the insulation of the hook cautery causing a burn to the gallbladder which was the organ being removed. The surgeon inspected adjacent structures and no other injuries were identified. This info was extracted from (B)(4) filed by an unk hospital. We received a copy from the department of health and services on (B)(4) 2011. The initial reporter elected to remain anonymous and our records do not show any report of this event. We were unable to confirm info contained in (B)(4).